Manufacturer narrative:
H3, h6: a medtronic representative went to the site to test the equipment. Hardware parts were replaced. A system checkout was performed and the system is working as intended. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A manufacturer representative went to the site and was initially unable to replicate the reported issue. The system was powered on and all em components were green. The system was left on and used in a case for over three hours with no issue. After the case, the bob and emitter were unplugged multiple times and the ¿localizer disconnected¿ behavior occurred. The bob was listed as disconnected and the emitter was off. The representative did not have a toggle to turn the emitter on. The emitter was unplugged and there was no change with the bob. The system was rebooted and an attempt was made to use the other emitter with no change. All connections were unplugged from the computer besides the usb for the em controller, the video cable for the monitor, the ups connection, and the same behavior occurred. The computer and cables were replaced with no change. Different usb ports were tried on the computer and it was confirmed that the v3 light on the ups for the em controller was green. All components of the em chain except the emitter and bob were replaced and the behavior continued when either one of the two components were not plugged in. The side emitter, flat emitter and bob were replaced. After replacing the flat emitter, it was noted that the emitter toggle on/off button suddenly became available. This had not been present before. It was unable to reproduce the communication issue. The system was left up and running for 1.5 hours. Software logs, the computer, the flat emitter, side emitter, and bob have been received by the manufacturer. However, analysis has not been completed at the time of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that when powering up the navigation system, the emitter and breakout box (bob) would not connect to the system. There was no patient present when this issue was identified. During troubleshooting the following was found: the em controller was displaying as connected in self-test, the universal serial bus (usb) ports were swapped into the computer and the issue did not resolve. The usb 3.0 was swapped on the usb controller card and the usb 2.0 was swapped for the io panel port but the issue did not resolve. The cabling into the em controller (both power ad usb) was reseated and the issue did not resolve. System displayed connected for both em components suddenly. The panels were put back on and the emitter and bob were connected. The connection was red status for both em components again. It was not possible to get the components connected again. The uninterruptible power supply (ups) was discharged and the system booted with both em components connected but the issue did not resolve. The side emitter was swapped to the flat panel emitter and the issue did not resolve. The ups light for the v3 power supply to the em controller was green and solid.